Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 76 mg/dl, and the meter bg reading was 45 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level was "low" (specific value was not provided) and experienced a seizure and head and neck pain. Customer required assistance consuming carbohydrates and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and was released from the hospital the next day ((B)(6) 2024) with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.